Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted burch colposuspension surgical procedure, the mega suturecut needle driver instrument had a broken or loose cable. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. A procedure delay of 15 minutes was reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was unknown if there was any intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. No cables were protruding from the distal end of the instrument. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.